Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. A curve was placed in the stylet to assist in implanting this lead in a septal position but the helix could not be extended. The lead was extracted and stylet removed allowing the helix to extend though it was no longer able to be retracted. A second lead was then attempted with the same initial outcome but the physician was able to resolve the issue after removing and reinserting the stylet. No adverse patient effects were reported.